Event description:
It was reported that the patient's atrial leadless pacemaker (lp) exhibited under-sensing resulting in inappropriate mode switch and inappropriate low voltage output. Loss of i2i throughput from the atrial lp to the right ventricular lp resulted in loss of capture, which was deemed to not be true loss of capture. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient's atrial leadless pacemaker (lp) exhibited under-sensing resulting in inappropriate mode switch and inappropriate low voltage output. Low i2i throughput from the atrial lp to the right ventricular lp resulted in loss of a2v (atrial to ventricular) synchrony. Programming changes were made. The patient was stable.